Manufacturer narrative:
Pump received with normal operating currents no unexpected battery out limit alarm during testing noted. Pump received with intermittent button response due to corroded keypad traces. There was no moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and was unable to clear the alarm. Customer also indicated that the buttons are not responsive. Customer does not recall any significant events leading to the error, but the pump got wet. Customer's blood glucose was 110 mg/dl at the time of incident. Troubleshooting was unable to be performed as buttons were not functioning. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.